Event description:
It was reported that this pacemaker was part of a system revision due to erosion and possible infection. The device erosion issue has been occurring in the daily life activities of the patient. There were no additional adverse patient effects reported. The pacemaker was explanted.